Manufacturer narrative:
The ipg serial number is included in the field advisory. The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that the scs ipg was could not hold charge for more than 24 hours and the increase in recharging the ipg was gradual. As a result, surgical intervention was undertaken wherein the ipg was explanted and replaced on (B)(6) 2019. Reportedly therapy was restored post-operatively.